Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was diaphragmatic stimulation noted as a result of the left ventricular (lv) lead implant. The lv lead was repositioned to resolve the event and the patient was in stable condition.